Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
No additional information available at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The reported event was confirmed by review of patient's medical records. Medical records were reviewed by a health care professional and indicated no metal staining of tissues or debris noted. Small amount of hazy yellow fluid that did not appear infectious. Femoral head removed with some difficulty. Trunnion showed no signs of wear. Stem and cup well-fixed. The new information does not change the outcome of the previous investigation and root cause remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical devices: item# 157446 m2a-magnum mod hd sz 46mm lot# 530570, item# 139254 m2a-magnum 42-50mm tpr insrt-3 lot# 297510, item# 11-103205 taperloc lat pc 11mm t1 lot# 514460. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2016 - 04011 - 4.

Event description:
It was reported that patient was revised 6 years post initial hip arthroplasty due to altr/metallosis/pain/limited mobility/osteolysis. Attempts were made to obtain additional information; however, none is available.